Manufacturer narrative:
H.6. Investigation: bd received two 22 gauge insyte autoguard units from lot 9010577 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed damage on the threads of the luer adapter for the first unit and no damage to the second unit. Based off the visual inspection the engineer was able to verify the reported defect. The observed damage was determined to have been a manufacturing defect. The observed damage was caused by a misalignment between the adapter and the manufacturing equipment.

Event description:
It was reported that during use the catheter adapter would not connect to the device with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: hcp couldn't connect other device to the catheter adapter.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the catheter adapter would not connect to the device with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: hcp couldn't connect other device to the catheter adapter.